Event description:
The customer reported that during a rectum resection, the device would not reopen while applied to tissue. The surgeon was able to remove the device by hand, with no tissue damage. Another device was opened and used to complete the procedure. There was no injury to the patient. Upon receipt at covidien, a preliminary investigation found the knife blade was protruding from the jaws of ther device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.